Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they alleged insulin pump was under delivering. Customer stated they in emergency room and were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 28 mmol/l. Customer was treated with intravenous insulin and saline. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had multiple insulin pump error alarm. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.